Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last three months. A request was made to have data from this device analyzed. Additional information received and data analysis was performed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last three months. A request was made to have data from this device analyzed. Additional information received and data analysis was performed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported. Received additional information the pacemaker recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Engineering analysis confirmed the code 1003 was triggered and showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device remains in service. No adverse patient effects were reported.